Event description:
Customer reported a family member received a potential false negative result on (B)(6)-2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Customer stated individual was testing positive with alternate covid-19 test kits (brand/manufacturer, frequency and date(s) of testing not provided). Individual is showing symptoms, but did not specify what type of symptoms. Although requested, customer did not respond to technical supports three attempts to obtain further information.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.